Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve in a "too" aortic position has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the exact cause for this event cannot be determined. Per the information received, the valve was deployed as recommended. It is possible that a combination of patient (i.e. Severely calcified native aortic valve leaflets) and unknown procedural factors caused or contributed to this event. The device is not available for evaluation as it remains implanted in the patient. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by the edwards lifesciences territory manager, after transfemoral tavr with a 23mm sapien valve, the post deployment aortogram and tee showed that the non coronary (nc) leaflet of the valve was not coapting, causing severe aortic insufficiency (ai) without perivalvular leak (pvl). The native aortic annulus measured 21.5mm in diameter; the sapien valve was implanted without incident in a 50:50 position. The patient's pressure was stable. The physician used a pigtail catheter and then a wire to try and "unlock" the leaflet without success. A 2nd 23mm sapien valve was successfully implanted 50:50 in the existing sapien without incident with a final result of no pvl or central ai. The patient's hemodynamics were stable after the case. Per report: the degree of calcification was considered severe for the aortic valve leaflets, the aortic root was not calcified and the mitral valve annulus was moderately calcified. There was mild ventricular septal hypertrophy noted and left ventricular ejection fraction was 60%. The coaxial alignment of the delivery system and valve, and the image intensifier angle, were considered to be good. There were no issues with the pacing capture and the patient's ventilation was held during deployment.